Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted as part of a system revision due to infection. The crt-d was then connected to a new right ventricular (rv) lead and used for temporary external pacing support. During programming of the external pacing system, there was a period of noise and oversensing that lead to pacing inhibition lasting three to four seconds. The device was reprogrammed to address this issue. Currently available evidence suggests that this crt-d remains in service externally. No additional adverse patient effects were reported.

Event description:
This report is being filed as the temporary external pacing system was taken out of service. This cardiac resynchronization therapy defibrillator (crt-d) was returned and device evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of noise, oversensing, or pacing inhibition.